Manufacturer narrative:
The device was disposed, therefore, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the device met all material, assembly, and performance specifications. The most probable root cause can be attributed to operational context.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified and moderately tortuous middle left anterior descending coronary artery. The physician attempted to dilate the lesion with the quantum maverick 15mm x 2.5mm balloon catheter, however, after an unspecified number of inflations, the balloon ruptured at 16 atms. The procedure was successfully completed with an unspecified device. No post-procedure complications were noted and the patient status was reported as "good".